Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed inappropriate anti-tachycardia pacing therapy (atp). The patient was in atrial fibrillation and received atp. Programming changes were discussed, no intervention was performed. The patient was in stable condition.